Event description:
The hospital reported that during a coronary artery bypass graft surgery, bleeding was noticed after the seal was deployed into the aorta. The seal was noticed to be cracked. The surgeon removed the seal and used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hosp.